Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device never triggered replacement indicator while implanted. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implanted pacemaker and right ventricular (rv) lead presented to emergency room with intermittent inhibition of pacing. Review of electrogram (egm) revealed noise and inhibition of pacing. All measurements were within normal limits. Daily measurements showed no fluctuation. Isometrics were performed and was able to reproduce noise and pacing inhibition. The patient was pacer-dependent. Asystole of more than two seconds was noted due to pacing inhibition. Fluoroscopy was performed but could not confirm any lead fracture. Subsequently, this patient underwent a surgical intervention where this rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.